Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation and the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. Had the user been in the correct setting, they would have seen an ECG signal as there were no errors present with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.